Event description:
It was reported that a 10 p.m. On (B)(6), when the patient was receiving the chemotherapy drug irinotecan in the inpatient area, he/she complained that there was an arm pain. The catheter was removed for inspection and the clinician noted an obvious break 1.5 from the puncture site within vascular (the break between 35cm and 36cm). Therefore, removed out the catheter and notified bard personnel. Local closing treatments has been conducted at the puncture site of the patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyh1567 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reyh1567) have been reported from on china facility.